Event description:
It was reported that during a procedure three devices misfired. Another device was used to complete the procedure. There was no pt injury. It was later reported that when the device was fired, the device handle would not release and the jaws of the gun would not open. It was not reported whether the device was locked on pt tissue. Add'l info was requested, but no add'l info was provided.

Manufacturer narrative:
Final device investigation found that the device was returned with the connector cut off, the handle broken off, and the jaws jammed 3.0mm apart with the blade extended but fully contained within the jaws. Upon eval, the jaw could not be opened. No electrical testing could be performed due to the condition of the device. The device history record was reviewed and no discrepancies were noted.